Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: e1 (reporter name and address), h6 (component code, type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into these types of events is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was not returned to edwards lifesciences for evaluation as it was discarded. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. Imagery was provided for evaluation. Review of the provided imagery revealed the esheath liner appeared to be circumferentially delaminated and bunched towards the hub. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the events. Per the technical summary, the instructions for use (IFU), current risk mitigations that include design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The esheath is designed in a way that expansion of the sheath allows for retrieval of the system with minimal damaging interactions to the integrity of the balloon or the nosecone of the system and retrieval of the commander delivery system through the esheath is validated. To promote maintaining sheath integrity, design requirements and drawings include sheath tip and shaft materials selection and dimensions. Mitigations include visual and dimensional inspections of the sheath assembly and components, including the c-marker band and its application. Users are informed of the residual risks associated with the valve, delivery system and/or accessories through the potential adverse events section in the instructions for use (IFU). To help mitigate risks, edwards provides guidance and instructions on visualizing and assessing vasculature, correct device preparation, and proper insertion techniques in the IFU and training/refresher training materials, including adequate hydration of components, appropriate orientation of the esheath seam in the vasculature, and the risk associated with excessive calcification or tortuosity. Edwards also provides how to retrieve the delivery system, including if the delivery system balloon is ruptured. In addition, edwards physician training program includes case observation/review, proctor qualification and refresher training. Review of prior similar events indicates patient and/or procedural factors can contribute to circumferential delamination of the sheath liner and separation of the c-marker band can manifest during withdrawal of the delivery system. Furthermore, the review did not identify an edwards related defect that may have contributed to the events. Procedural factors such as withdrawal of a delivery system with an altered balloon profile (such as a burst/torn balloon or residual fluid in balloon) can lead to the system to catch onto the sheath liner. In addition, non-coaxial alignment between the devices can also lead to the delivery system to catch onto the sheath liner, especially if patient factors such as calcification, tortuosity, and/or undersized diameters near the sheath distal tip are present within the patient anatomy. As a result, excessive manipulation may have been applied to overcome any difficulty, which can further delaminate the liner as the delivery system is pulled through the sheath. Furthermore, more than one of these factors can compound and further lead to sheath liner delamination and c-marker band separation. In this case, the reported events of sheath liner delamination and system components separated during use were confirmed through evaluation of the provided imagery. Although a definitive root cause was unable to be determined at this time, investigation results suggest/indicate procedural factors (withdrawal of burst balloon and excessive manipulation) may have contributed to the sheath liner delamination while procedural factors (excessive manipulation) may have caused or contributed to the c-marker separation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A product risk assessment (pra) was previously initiated for these types of events. A review found the control limits were not exceeded. As such, no corrective or preventative action is required at this time.

Event description:
As reported by our edwards lifesciences affiliate in spain, during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra valve, during valve deployment, towards the end of the commander delivery system balloon being fully inflated, the balloon burst. The final position of the valve was noted to be acceptable, but a post-dilation was performed as the valve was slightly under-expanded. There were no difficulties withdrawing the delivery system and the delivery system was withdrawn through the 14fr esheath. The patient was noted to be stable with no complications. It was believed that the balloon burst was due to calcium deposits. Subsequently, a video and imagery were provided for evaluation. Review of the video and imagery revealed a liner delamination on the esheath. It was also noted that the c-marker was not present in the esheath. The c-marker had separated during withdrawal of the esheath, but it was able to be retrieved and removed from the patient.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference manufacturer report number 2015691-2024-01633 for details of the other event. The investigation is ongoing. H3 other text : device was discarded.